Event description:
Additional information was received on (B)(6), 2012 when the physician clarified that the vns patient does not have syncope or paralysis; it was an error in the notes.

Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2012, reveal that the patient was experiencing an increase in seizures secondary to generic medications. The patient's last seizure was (B)(6) 2012 and his seizure semiology is described as his left side jerking for about 5 minutes followed by postictal sleep. The patient's seizure frequency is increase over the past 2 weeks to four seizures in 2 weeks. The patient stated that he does not feel his vns anymore. The patient's increased seizures started after his druggist changed his medication to generic carbatrol. The neurological section of the clinic notes state that the patient has syncope, pre-syncope, and paralysis. The relationship to vns was not stated. The psychiatric section states that the patient has anxiousness, depressed mood, impaired recent memory, and impaired remote memory. The vns was reported to be nearing end of life. Additional information has been requested but no further information has been received from the physician to date. A battery life calculation was performed with the programming history available which showed -1.15 years until eri=yes.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "day" on initial report.

Manufacturer narrative:
.